Manufacturer narrative:
Reliability analysis inspected 1 opened/used reservoir and performed manual prime test dqtp 6117 section 12.2.3.2.2 and per des 8654. A new lab infusion set along with 5 xx insulin pump was used. The reservoir passed per inspection and there was no occlusion anomaly observed during testing. The reservoir connected and locked into place properly.

Event description:
Customer reported via phone call low blood glucose and no delivery alarm on the insulin pump. Customer's blood glucose reading was 48 mg/dl. Customer advised they were a brittle diabetic. Troubleshooting for no delivery was performed. Customer resolved the issue with a complete set change. Customer was advised that a replacement reservoir and infusion set would be sent out. Customer agreed to return the product for analysis.